Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported a loss of therapy. 2 years post implant 2012, the therapy stopped helping her pain. The patient had to turn the stimulation up to a level that "agitated her" and when she turned the stimulation down, the therapy was not effective. The healthcare professional told the patient to turn the stimulation off and recommended explant. The patient experienced pain down the back and legs, which was a gradual change. For the past 1.5 years, the patient had excruciating pain at ins site and going down to lower back and legs. It made the legs numb and tingly. The implantable neurostimulator (ins) was explanted. The patient outcome was not provided. The indication for therapy was chronic low back pain. If additional information is received a supplemental report will be sent.